Event description:
During operative procedure, a laparoscopic instrument broke inside the patient. The piece that broke off was retrieved by the physician and the instrument was removed from field and given to the materials coordinator. A x-ray was taken and reported as negative. There was no harm to the patient.